Event description:
Same case as MDR ID: 2134265-2013-07489. It was reported that stent dislodgement and migration occurred. Vascular access was obtained via the radial artery to treat the two target lesions. Target lesion #1 was 99% stenosed, with a >90 degree lesion bend located in a calcified right coronary artery (rca). Target lesion #2 was 99% stenosed located in a calcified posterior descending artery (pda). Predilation was performed with a 1.5x15mm apex balloon catheter. A 2.25x20mm promus element was first advanced to treat the pda but was unable to cross. So the physician withdrew the stent and dilated the lesion again. Following withdrawal of the stent, the physician found that the proximal part of the stent was lifted and was noted to be "rough." A second 2.25x12mm promus element was then attempted to be deployed to treat the pda again. Upon crossing the lesion, the stent got dislodged and moved to the non-target lesion in the mid pda. The physician made several attempts to withdraw the stent but failed. A third 2.25x20mm promus element stent was then implanted to treat and stick the dislodged stent to the inner wall of the vessel. A 2.25x16 mm promus element stent was implanted in the ostial pda and a 4.0x20mm promus element to treat the proximal rca. Postdilation was performed using a 4.5x12mm quantum maverick and stent apposition was good. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon and was not returned. A visual and microscopic examination found that the balloon was not refolded indicating that the balloon had been subjected to positive pressure. The device was severely kinked throughout its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and migration occurred. Vascular access was obtained via the radial artery to treat the two target lesions. Target lesion #1 was 99% stenosed, with a >90 degree lesion bend located in a calcified right coronary artery (rca). Target lesion #2 was 99% stenosed located in a calcified posterior descending artery (pda). Predilation was performed with a 1.5x15mm apex balloon catheter. A 2.25x20mm promus element was first advanced to treat the pda but was unable to cross. So the physician withdrew the stent and dilated the lesion again. Following withdrawal of the stent, the physician found that the proximal part of the stent was lifted and was noted to be "rough." A second 2.25x12mm promus element was then attempted to be deployed to treat the pda again. Upon crossing the lesion, the stent got dislodged and moved to the non-target lesion in the mid pda. The physician made several attempts to withdraw the stent but failed. A third 2.25x20mm promus element stent was then implanted to treat and stick the dislodged stent to the inner wall of the vessel. A 2.25x16 mm pomus element stent was implanted in the ostial pda and a 4.0x20mm promus element to treat the proximal rca. Postdilation was performed using a 4.5x12mm quantum maverick and stent apposition was good. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.